Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a small piece of wire fell from the device. After falling within the patient, all pieces were retrieved and no patient injury occurred. Another device was used to complete the procedure.

Manufacturer narrative:
Medtronic reference #: (B)(4). Date of initial report: (B)(6) 2017. Date of follow-up report: 02/14/2017. One used ls1500 was received for evaluation.visual inspection found the wire to the connector was severed by the customer and there was knife damage. The customer sent a metal piece (a spring) that was supposed to have disengaged into the cavity. Inspection of the supposedly disengaged component showed that it did not come from the device. Pmv cannot speculate the origin of the loose metal piece. The ligasure device appears to be intact. There was knife damage, and the device failed the cut test. The knife damage is consistent with inadvertently contacting a hard object such as a metal piece. The investigation identified the root cause of the reported event to be attributed to the user inadvertently grasping a metal piece that caused knife damage and possibly created a loose object that fell into the cavity. The IFU states, avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were found.